Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 996mg/dl. The caller stated that he was not receiving insulin and his cannula was bent at 90 degrees angle when it was removed. The customer did not see any leaks, and he does not know where the insulin is going. The customer experienced thirst and had the flu. The caller stated that his girlfriend found him nearly to pass out in bed with the insulin pump detached and she called the paramedics. No further information was provided.